Manufacturer narrative:
(B)(6). This lot was manufactured between march 30, 2017 ¿ april 3, 2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) large volume infusors failed to infuse the therapy solution to the patient. The patient was connected to an infusor with filled with piperacillin/tazobactam 14445mg and citrate buffer 24.2ml in sodium chloride 0.9%. After it was identified that there was no flow through the device, the patient was disconnected and a second infusor used. The same issue of no flow occurred with the second infusor as well. There was no patient injury or medical intervention associated with this event. No additional information is available.